Manufacturer narrative:
This report is being retracted as synthes is not the manufacturer of the device involved in this incident. Initial medwatch was filed in error.

Event description:
The surgeon made a call to product development to advise that while using the intermediate orthognathic splint during a case the splint broke. The surgeon was able to finish the case using a back-up splint. This is 1 of 1 reports for this event, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This report is 1of 1 for file (B)(4).